Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient's arteries were diseased and there was poor distal run-off. Eight days after the stent graft was implanted, the patient returned for de-clotting the stent graft and it was noted that one of the iliac stent grafts was found to have been deployed higher than intended and there was a clot wedged on to the iliac stent graft at the flow divider. The clot was big enough that it created an initial flow problem to one side. The flow divider was built up on each side with 2 stent grafts, one aneurx and the second with another aneurx. The clot was smashed between the 2 stent grafts and blood flow to both limbs was successfully restored to both limbs.